Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a therapeutic laparoscopic cholecystectomy procedure, the endoeye flex deflectable videoscope, while being used with the visera elite ii video system center, did not display an image. The image was of a sandstorm. The intended procedure was completed successfully with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation. The curved blade was broken, the distal sheath adhesive part was missing, the operating angle fixing part was loose, watertightness was not maintained due to holes in the universal cord, the adhesive part of the objective lens had come off, the light guide connector was deformed, and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: "confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.